Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28231d, reader sn (B)(6)). Customer tested positive with at least six rapid cvs, quickvue and flowflex tests. Customer did not specify exact test frequency of each brand or dates testing was performed. Customer is symptomatic and confirmed by physician to have covid-19 (customer did not specify how physician confirmed she was positive for covid-19). Cartridges were stored within the validated temperature range.